Event description:
It was reported that there was an abnormal spray. It can't debride because of it, the saline inhaling did not work well, this happened in power level 1-3. No information about delay in the treatment was provided. It is unknown if there was a back up available.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working as expected.